Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. As there is no us equivalent for this pcn. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient observed and advised that the catheter length in tray was shorter that the strip catheter (B)(6). Customer questioned about the (B)(6) catheter shorter than the (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient observed and advised that the catheter length in tray was shorter that the strip catheter d226816. Customer questioned about the d22695l16 catheter shorter than the d226916.